Event description:
The consumer alleges the seat cracked on the left side. This is the second time this alleged incident has occurred. No injury is alleged.

Manufacturer narrative:
(B)(4) issued mfg. Report #9616091-2011-00020. The commode was returned for an evaluation. Commode was approximately 1 1/2 years old at the time of the incident. Maintenance history is unknown. The hardware was loose. Using the commode with loose hardware may have caused user instability which lead to an incorrect load placed on the seat, causing the crack. (B)(4) has been issued for the return of the device. Model 9630-4, serial number unknown has an unknown age. User instructions part number 1148075 rev b (jul 08) was used for this documentation. It is unknown if the consumer has fully read and understands the user instructions. On page 1 the following warning is provided: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." The consumer's medical condition, stability or medication regimen are unknown. It is unknown if the consumer requires additional assistance. It is unknown if additional loading was placed on the device. It is unknown if the device was set up properly prior to use. Users with limited physical capabilities should be supervised or assisted when using the commode. Leg extensions with rubber tips must be in contact with the floor at all times. Always observe the weight limit on the labeling of your commode. Check that all labels are present and legible. Replace if necessary. Ensure that the snap buttons fully protrude through the same height adjustment hole of each leg extension. This ensures that the leg extensions are securely locked in position and that an even height adjustment is achieved. Make sure that all attaching hardware, screws, nuts and/or bolts are tight at all times. Inspect rubber tips on the leg extensions for rips, tears, cracks or wear or if they are missing. Replace them immediately if any of these conditions exist. If so equipped, the back tube wing nuts must be inspected regularly for tightness - otherwise injury or damage may occur. Before removing/installing seat and lid, allow the seat and lid to reach room temperature if exposed to cold. This will help prevent the seat clamps from breaking when being removed or installed. The commode seat must be installed before sitting on the commode. The consumer's weight is unknown. The weight limit of for the device is 300 lb.

Event description:
The consumer alleges the seat cracked on the left side. This is the second time this alleged incident has occurred. No injury is alleged.

Manufacturer narrative:
RMA (B)(4) has been issued for the return of the device. Model 9630-4 serial number unknown has an unknown age. User instructions part number 1148075 rev b (jul 08) was used for this documentation. It is unknown if the consumer has fully read and understands the user instructions. On page 1 the following warning is provided: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." The consumers medical condition, stability or medication regimen are unknown. It is unknown if the consumer requires additional assistance. It is unknown if additional loading was placed on the device. It is unknown if the device was set up properly prior to use. Users with limited physical capabilities should be supervised or assisted when using the commode. Leg extensions with rubber tips must be in contact with the floor at all times. Always observe the weight limit on the labeling of your commode. Check that all labels are present and legible. Replace if necessary. Ensure that the snap buttons fully protrude through the same height adjustment hole of each leg extension. This ensures that the leg extensions are securely locked in position and that an even height adjustment is achieved. Make sure that all attaching hardware, screws, nuts and/or bolts are tight at all times. Inspect rubber tips on the leg extensions for rips, tears, cracks or wear or if they are missing. Replace them immediately if any of these conditions exist. If so equipped, the back tube wing nuts must be inspected regularly for tightness - otherwise injury or damage may occur. Before removing/installing seat and lid, allow the seat and lid to reach room temperature if exposed to cold. This will help prevent the seat clamps from breaking when being removed or installed. The commode seat must be installed before sitting on the commode. The consumers weight is unknown. The weight limit of for the device is 300 lb.